Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that noise was observed on the right ventricular lead. The rv lead was explanted and replaced. Patient was asymptomatic.

Manufacturer narrative:
A partial lead with the distal tip measuring 53.3 cm was returned for analysis. Internal insulation abrasion was noted at 11.3-17.8 cm, 18.1-22.4 cm, 19.3-19.5 cm, 23.3-23.5 cm, 24.5-24.7 cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 27.3-30.8 cm from the distal tip. The etfe coating damage found was sustained during the surgical procedure. Internal insulation abrasion under the rv shock coil was noted at 4.1-4.5 cm from the distal tip. The etfe coating was abraded at this location. This is consistent with the observation from the field of lead noise issue.

Event description:
New information received indicated that noise with aborted charge was seen.